Event description:
It was reported that after an unspecified procedure, arteriotomy closure of mild to moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was retracted, there was no suture on the needle. The device was removed over a guide wire and a second proglide device was attempted, but needle-to-cuff miss also occurred. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Based on the reported information and the inspection criteria a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined, however, the patient's calcified common femoral artery may have been a contributing factor. Per the special patient populations section of proglide device instructions for use; the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.